Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, the physician had difficulty placing the lead due to patient anatomy. After several attempts, the lead helix would not extend. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst indicated the helix was found bent in the sleevehead and would not extend at time of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.